Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
During evaluation of the returned device, the retainer was observed to be well formed onto the pad of the statlock. Functional testing of the sample revealed a leak between the molded joint and 0cm depth marking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was 4fr dual lumen powerpicc sv catheter with a crescent statlock device attached to the catheter. Use residue was observed on the sample. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the molded joint and 0cm depth marking. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split appeared to branch off on one side of the split. The surface of the split appeared granular and uneven. Repetitive mechanical stresses may have contributed to the longitudinally aligned split. Additionally, the location of the split suggests catheter maintenance techniques may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
During evaluation of the returned device, the retainer was observed to be well formed onto the pad of the statlock. Functional testing of the sample revealed a leak between the molded joint and 0cm depth marking.